Event description:
The pt was admitted after acquiring strep throat infection with blood cultures positive for group a streptococcus. Repeat cultures (x4) were negative. The infection migrated to the right knee and left ankle and the pt was found to have septic joints requiring drainage and antibiotics. The pt developed a toxic shock like syndrome with hypotension, renal insufficiency, and early acute respiratory distress syndrome requiring intubation. Echocardiogram revealed a large fluid collection around the valved graft suggestive of an abscess. Repeat transesophageal echocardiogram confirmed a large paravalvular and peri-graft fluid collection. Secondary to the pt's clinical condition and test results, the valve was explanted and replaced with a 25 mm homograft. A single coronary artery bypass was also performed. The pt had a history of previous replacements (1991, 1993), atrial fibrillation and flutter, chronic obstructive pulmonary disease, hypertension, and congenital bicuspid disease.